Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye (od). The patient experienced lens rotation. The lens was explanted and in a subsequent surgery was replaced with a longer length lens. The patient expressed satisfaction with the outcome.

Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- a health care professional reported that an implantable collamer lens was implanted into the patient's eye (od). The patient experienced low vault with rotation and refractive surprise. The lens was removed and a lens of longer diameter was implanted. The patient expressed satisfaction with the outcome. Claim # (B)(4).